Manufacturer narrative:
Insulin pump received with intermittent express bolus, esc, and act button response due to flattened button dome switches. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they have to press the b, esc and act buttons several times to get a response. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.